Manufacturer narrative:
The report issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the size of the radiation field on the 9600+ system exceeded that of the image intensifier (ii) by more that 4% of the sid when in the mag 2 mode. It was noted that the kvp measured high by 13.7% in all settings. There was no report of patient injury.